Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2013. The patient also reported insertion in the buttocks. The device is not indicated for insertion in buttocks. The device is not indicated for use in pediatric patients. At the time of the call to dexcom technical support, no medical intervention or injuries were reported and patient reported to be in fine condition.